Event description:
A malfunction alarm identified as malf 9 was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided assistance to reset the pump, which successfully resolved the issue, and the pump remained in use without recurring problems. The customer was advised to reach out if the malfunction recurred and confirmed their understanding.